Event description:
It was reported during the procedure when the subject stent was deployed at the treatment site, the tip was not covering the aneurysm. The physician thought the subject device might have foreshortened and migrated from the deployed site. Another flow diverter stent was deployed to completely cover the aneurysm resulting in a surgical delay of unknown time. The procedure was then completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The surgical delay was 45min due to the intervention. It is unknown if there was any effect on the patient due to the delay. The 1st placed stent migrated from its deployed site. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue of stent deformed and stent dislodged/migrated.

Manufacturer narrative:
H3 other text : device not returned for evaluation.

Event description:
It was reported during the procedure when the subject stent was deployed at the treatment site, the tip was not covering the aneurysm. The physician thought the subject device might have foreshortened and migrated from the deployed site. Another flow diverter stent was deployed to completely cover the aneurysm resulting in a surgical delay of unknown time. The procedure was then completed successfully with no clinical consequences to the patient.